Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 1 month and a half after primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 october 2022: lot 2201830: (B)(4) items manufactured and released on 19-apr-2022. Expiration date: 2027-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.